Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user, who stated that while trying to use the device to support herself while rising from a seated position, the unit went sideways, causing her to fall and resulting in a concussion and bruising on her face, neck, head. She specifically reported that because she does not remember the moment when she fell, she does not know if the device malfunctioned and caused the fall. After the fall, the device was found to have a bent wheel with a cracked spoke, but it was unclear whether this condition existed before or as a result of the incident. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.